Manufacturer narrative:
The pt medical history was evaluated and our conclusion remains the same. The implant is not believed to be the cause of failure.

Event description:
Implant placed 6/11/1997, site #7. Implant failed and was removed 10/10/1997. One person affected.